Event description:
The customer reported: the doctor cut his finger on the blade tip when he attempted to open the package. The facility stated the knife was loose within the blister pack. The wound was treated with disinfective and a band aid and is doing well. No additional treatment was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).